Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The physician advanced a 8 mm x 1.50 mm apex push balloon catheter to the target lesion for pre-dilation. Upon the first inflation at 10 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).